Event description:
It was reported the patient was in an accident and her ipg pocket site was hit. The patient reported since the incident the recharge frequency had increased significantly. The sjm representative met with the patient and reviewed the diagnostics. It was reported the recharge frequency issue was confirmed. Follow up identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.